Event description:
Infusion rate set at 46 cc/hr for a 24 hour infusion. Infusion bag did not empty as expected and took an extra 14 hours to empty. Infusion #1 infused as expected. Infusion #2 took 3 hours longer than expected. Pump changed and infusion #3 took 14 hours longer than expected. This was a 5fu infusion and the drug library was used. The IV and the pump setting were verified by at least 2 other nurses at the time of administration and time of discovery.what was the original intended procedure?infusing medication.